Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial na result was 134 mmol/l, and the repeated result was 140 mmol/l. The sample was repeated because qc failed. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The qc was acceptable before the event. The field service representative found the cause was due to a component failure. A valve was clogged and no water was coming out of the rinse station. He cleaned the valve, replaced the sample probe, checked the gear pump pressure, adjusted the rinse water station, and performed a precision test. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.